Manufacturer narrative:
Internal complaint reference: case-(B)(4). Elmerson, s., sjöstedt, å., & zetterberg, c. (1995). Fixation of femoral neck fracture: a randomized 2-year follow-up study of hook pins and sliding screw plate in 222 patients. Acta orthopaedica scandinavica, 66(6), 507-510. Doi: 10.3109/17453679509002303.

Event description:
It was reported that, on literature review "fixation of femoral neck fracture: a randomized 2-year follow-up study of hook pins and sliding screw plate in 222 patients", twenty six (26) patients who underwent primary implantation with a sliding screw and plate to treat a cervical hip fracture, experienced a non union of fracture in a postoperative period of two (2) years. From these, fourteen (14) underwent revision surgery to implant an unspecified endoprosthesis in exchange. The outcome of these patients is not known. No further information is available.

Manufacturer narrative:
Section h6 (impact code) was updated. Section d10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).